Event description:
I would like to inform you that our quality department has received a customer complaint about your product "300223/ seringue 50ml llm ns bulk" attached is the form with the necessary information. No photo or sample accompanying this rc. To follow up on the description of the defect (in the form): the multi ad is a non-direct infusion line or a multi-ad diffuser transfer line. One side of the tubing is a firing pin/perforator that is stuck into a pocket of suspended "liquid." The other side of the multi ad consists of a double tip (1 female and 1 male). The syringe is connected to the female tip. The breakage is noticed at the time of connection of the syringe and the multi ad; knowing that the thread of the latter is no longer damaged, this is the 1stuse. No risk to the patient.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 300223 and lot number 2212082. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.